Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed through quality testing. Maximum temperature recorded on the head of the attachment exceeded the maximum allowable temperature. The attachment exhibited a temperature increase during under load of 51.4 c. Maximum allowable temperature at the rime of testing was 44.6 c. Instability of the set due to detachment of the bur end bearing assemblies led to set instability, contributing to the overheating seen during the investigation. Microscopic evaluation revealed moderate gear wear on head-tail and head assemblies. Debris was also noted within the cap and head cavities. All components looked very dry and significantly corroded with no evidence of lubrication.

Event description:
In this event a doctor reported that an estylus 1:5 ca attachment overheated. There was no injury or intervention.